Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis. A revision was performed and the ICD was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.